Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) performed on (B)(6), 2010 to treat a 3 cm pancreatic head mass stricture in the common bile duct. According to the complainant, the delivery system was inserted into the patient and positioned within the distal common bile duct. The stricture was not abnormally tortuous and was not predilated. During deployment, the rear white handle of the delivery device detached from the steel tube of the delivery system and fell onto the floor. Only normal resistance had been encountered. The nurse was able to grasp the steel tube and complete deployment of the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".